Event description:
I had a cervical anterior laminectomy to remove two discs c-5 to c-7 with spinal cord compression mild. The implants were coral by biomed. They fused. I continued to have problems, with migraines, headaches, neck, esophagus, swallowing, arms and legs, balance, neuro, speech and writing 2000, 2001, 2002, 2005. My primary at the hospital did not tell me, my plate was broken. I found this out in 2008, 3 years later, when I was reviewing my medical records, I had sent for disability. I had my spinal cord being pulled and also had herniated discs c-2 to c-3 bulging herniated disc, c-3 to c-4 complex herniated disc with medium spinal cord compression. I went incontinent for urethra, bowel and knee muscles in vagina. The sphincter muscles are not working. Breathing is forced when laying down rather than upright. Arms have burning in right arm. Right bicep freezes in place, right deltoid also is damaged by the neck, burning goes from wrist to inner part of arm all the way through. Left trapezius/trapezoid from base of left bottom neck to shoulder cap down the back. Spinal cord is pulled on both sides of the column. Neck cracks, impinges, has popped, etc. Pons are irregular and basilar artery is bulbous, atypical aneurysm, abnormal which feeds the pons. I have before I knew of these brain problems, told my surgeon that it feels like someone compressing a banana from the bottom and is forcing it out of the top. This is what my neck is doing, compressing my spinal cord through my brain stem. It feels like my brain stem is being pushed up into my head. The titanium plate screws are intact. The plate broke across c-6 to c-7. The old plates have an empty hole in the middle of the bracket, this design weakens the metal and allows the plate to break. It now overlaps. At the time of 2005, I felt like the screws were backing out. My voice box freezes and I had such abnormal speech, the neuropsychologist and speech pathologist could not diagnose me. Cerebral ataxia. My balance was so horrendous, crisscrossing feet and tipping to the right that walls were actually holding me up on the right side. I had what they call the drunken sailor walk. I contacted synthes 2008 and then again over the last few months. They still have not contacted you regarding this. Unbelievable. Synthes makes a plate now that has the inner holes closer to the middle out holes - so the plates won't break. The "warning" to surgeons is never told to us patients. If we had known that plates made of titanium - too brittle - could break, we wouldn't opt for their product. The plates were made too wide and could not conform. This plate did not bend, it broke. I did not have any accident after implantation. Their plates were changed from 23mm down to 15mm. Their plates only warn that they could break and not allow for fusion or lack of fusion. Mine fused, but they can't see the damage under the plate until it is removed. Synthes knows it is their product because of the operating report. I have sent them significant medical records and another report of another woman with same operation, she fused too, and her plate broke at c-6 to c-7. We are the consumers not the doctors or the hospitals. All patients should have a written notice of implants of any kind in advance of surgery. I made a specific request two days ago, to have synthes make a report on this and told the legal department I had been in touch with another legal person the year before. I do not see that reported here from a year ago. The fact that the plates are breaking in critical areas of c-5 to c-7 alone affect breathing, legs failing, arms failing, bladder, balance, for the FDA not to take notice is unconscionable. Publication should be made for anyone that has hardware in their body to have an x-ray to determine if the hardware has failed. I saw other primaries outside, neurologists, etc. And no one thought to look at my neck. The plate contributed to my herniations that now affect other brain functions, automatic, etc. Fractures around the holes are also a concern on these plates. My plate has a total of 6 outside holes and 2 inner holes. The 2 inner holes weaken the plate. Also the cervical disks are narrower up top and eventually widen to the bottom of the cervical neck. Dates of use: 1995 - 2009, in my neck severe problem. Diagnosis or reason for use: c-7 radiculopathy herniated discs c-5 to c-7. Event abated after use stopped or dose reduced? #1 and #2: no.